Event description:
Related manufacturer report number: 3006705815-2021-03857. It was reported that the patient was unable to set their ipg to MRI mode. As a result, the patient underwent surgical intervention on (B)(6) 2021 to revise the leads, but the procedure was abandoned due to the patient's change in blood oxygen levels.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.